Event description:
The reporter stated that on (B)(6) 2012 the staff at the patient's health care provider's office noted that the up arrow, down arrow, and ok keypad buttons were sticking. The reporter stated that the patient wears the pump in a case underneath clothing, and that the pump is occasionally cleaned with water.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.